Manufacturer narrative:
OEM manufacture: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 venflon 2 pnk 20ga IV cannulas experienced air bubbles/air in line. The following information was provided by the initial reporter: when blood is collected through the venflon, air is often aspirated at the injection port. This happened several times with this batch. Despite off-label use I decided to open a complaint.

Event description:
It was reported that 2 venflon 2 pnk 20ga IV cannulas experienced air bubbles/air in line. The following information was provided by the initial reporter: when blood is collected through the venflon, air is often aspirated at the injection port. This happened several times with this batch. Despite off-label use I decided to open a complaint.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/8/2021. H.6. Investigation: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of (4) venflon from lot # 9308316 product # 391452 with the reported issue that ¿when blood is collected through the venflon, air is often aspirated at the injection port¿. A review of the device history record was completed for material number 391452 and lot number 9308316 to check for any quality notifications, and no quality notifications were recorded on this lot. Four samples received from the customer and were used for investigation of the reported defect. The investigating team also used the retention samples of material code 391452 and lot number 9308316 for investigating the reported defect. The customer returned samples and the retention samples were tested for aspiration test by the investigating team and no defect was found in any of the samples. This is an issue of leakage; root cause is that the leakage happens due to the silicon valve shifting from its position during medication from its injection port. Silicone valve leakage is checked for 100% of the components. In addition to this in process quality checks are done by line operator and also by quality associates. It is very difficult to pass such a defect from the line. Team also did cross verification on the line and no issue observed which can pass such defects from the line. However, this defect occurred in the field, so defect is confirmed. The same will be shared with r&d team to evaluate further for any action item. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure.